Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. In (B)(6) 2013, the subject presented a qualifying condition of unstable angina. Thus, she was referred for cardiac catheterization procedure. Target lesion #1 was located in the proximal left anterior descending artery (cass site #12 with 90% stenosis, a length of 15mm, and a reference vessel diameter of 3.0 mm) which was treated with pre-dilatation and placement of a 3.00 x 20 mm study stent. Post placement of study stent, grade 'a' dissection was noted within the target lesion. This dissection was treated with a placement of second 2.50 x 12 mm bail out study stent. The subject was discharged on dual antiplatelet medications.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).